Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow up medwatch will be submitted.